Event description:
During cardiopulmonary bypass, the pump system displayed evidence that the status of the backup battery could not be reliably determined. Disconnecting the pump system from the ac source and reconnecting it restored normal function. There were no consequences to the patient as a result of this event.

Manufacturer narrative:
Analysis of the system computer activity logs revealed that the reported behavior was attributable to a communication error at power up of an eeprom chip. Recycling power resulted in a restart of this chip, which restored proper function.